Manufacturer narrative:
The specimens were collected by finger stick. Control recoveries were acceptable before the event but were out of range low after the event. Previously run patient samples were rerun back to the last acceptable control run. A bci field service engineer confirmed low qc values and erratic hgb results. The fse replaced the drain tubing, the hgb preamp and lamp. The fse verified the instrument operation. The root cause for the event was pinched tubing that did not allow the bath to fully drain.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low white blood cells (wbc), red blood cells (rbc), hemoglobin (hgb), and platelet (plt) results generated by coulter act diff hematology analyzer, without instrument generated flags, for approximately 25 patient specimens. The erroneous results were reported out of the laboratory. Repeat testing produced higher results, which were considered correct. All reports were corrected. Two patients were redrawn and one patient was scheduled for a transfusion, which was cancelled after the corrected report was sent out. Per the customer, there was no change to patient treatment and no death or serious injury associated with this event.